Manufacturer narrative:
D4 lot #: the suspect lot was either r24h16017 or r24j24062. D4 information. For suspect lot r24h16017: expiration date is 08/15/2026 and UDI # is (B)(4). For suspect lot r24j24062: expiration date is 10/25/2026 and UDI # is (B)(4). H4: this lot# r24h16017 was manufactured on 8/17/2024. This lot# r24j24062 was manufactured on 10/25/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set leaked from the connection site of the highest y-site (clearlink) hub. This occurred prior to patient use. There was no patient involvement. No additional information is available.